Manufacturer narrative:
(B) (6). Device evaluated by manufacturer: as the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (4). Same case as 2134265-2010-02562. It was reported that during a carotid artery stenting treatment procedure the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 80% stenosis and was 5.0 mm long with a 5.0 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 10%. During the index procedure, the patient developed hypotension. IV fluids were increased and the event was considered resolved without residual effects 2 days later. The patient developed generalized weakness with onset the day after the index procedure. No action was taken and the event was considered resolved without residual effects. The patient was discharged 2 days after the index procedure.